Event description:
It was reported that on (B)(6)2010 while removing an ostomy barrier that was well adhered, a small section of skin (2 lines on a ruler - between the inch markings) was stripped. The user noted that more than one layer of skin was removed but she was unsure how many. She believes it occurred due to the method she used (too strong) to remove the barrier. The area that was stripped had been previously irritated from fecal exposure that occurred when using a pre-sized appliance. On (B)(6)2010, the user went to the dr because the area was not healing correctly. She was given oral antibiotics and the area began to heal. Following the completion of the antibiotic prescription, the area again started getting irritated. The dr prescribed another course of antibiotics. On (B)(6)2010, she returned to the dr due to pain in the area. She was admitted to the hospital and put on IV antibiotics. She was told that the oral antibiotics were not working due to her high output stoma. She remained hospitalized from (B)(6) - (B)(6)2010. Following hospital release, pain again increased and she was hospitalized for IV antibiotics from (B)(6) - (B)(6)2010. She was discharged on (B)(6)2010 with a PICC line for antibiotics and a wound dressing which she continues with today.

Manufacturer narrative:
The user reported the event to a hollister nurse when the user was requesting assistance to determine a hollister product equivalent to the wound dressing she was given.